Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has previously caused or contributed to pt injury. Device issue: shaft separation. It was reported that the shaft ruptured (separated). There was no pt injury reported. No additional event or pt info is available. You are receiving this MDR report from abbott vascular as (B) (4) distributes promus in the us as its brand label of abbott vascular's drug eluting stent.

Manufacturer narrative:
(B) (4). (B) (4).